Event description:
The small wire on the loop electrode breaks when it is twisted to retrieve a tissue sample from the cervix. There are sparks at the wire when this happens and it charrs the tissue samples. There were no pt burns. This happened twice with different drs. Doctor#1: 1720159-2000-00031. Doctor#2: 1720159-2000-00032.